Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room (ER) due to their pacemaker (pm) inappropriately switching to backup mode. No changes were made. Further information was requested but not received.